Event description:
It was reported that the right atrial (ra) lead was found to be dislodged during the first clinic follow-up confirmed by a review of the x-ray. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Event description:
New information received indicated that no capture and low r wave amplitude were noted on the right atrial (ra) lead. The cause of the dislodgement was unknown.